Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7080545/7080568.

Event description:
It was reported that the patient was not getting adequate pain relief however the patient was feeling stimulation in a non-target area. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices will not be returned.